Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a lifesparc controller had overheated and had to be exchanged with a back up controller during support. Reportedly, the patient has recovered from covid-19 and has been on ECMO for several months. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. The data log of the controller was analyzed and a "controller temp high" alarm was found to be stored. The data log indicated that the alarm occurred due to a measured internal temperature of 66.1°c. A controller temp high alarm is generated if the controller internal temperature exceeds 66°c. Possible causes for this alarm could be: - a reduction in airflow due to blocked vents - a reduction in airflow due to a fan failure, or - operation in an environment which exceeds the maximum rated operating temperature of 30°c. Upon inspection, some dust visible in the lower intake vent was found. The controller air vent had a greater quantity of material in the vent. There was no damage found to either of the controller fans. The controller was tested at the pump speed and current shown in the data log. With a measured ambient temperature of 22°c, the controller indicated an internal temperature of 56°c. It is therefore likely that at 30°c ambient temperature the controller would indicate an internal temperature of 64°c. It is possible that some of the material potentially obstructing air flow from the lower vent opening was removed during decontamination of the unit upon receipt at the manufacturer site. Through follow-up communication livanova learned that on the day the issue occurred, the air conditioning of the hospital had failed and temperatures in some rooms were ¿in the 80¿s¿ (86°f =30°c). If the temperature near the controller exceeded 30°c (86°f), it is possible that this could have caused the temperature alarm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.